Manufacturer narrative:
Based on the preliminary quality investigations of all device history records, tests results of retain samples, and in the abscence of conspicuousness in the affected batch no further actions be required. At the time of this report, this case is lacking important information, and the available data are not sufficient to allow any causality assessment. Use error/abnormal use cannot be excluded. The company is in the process of obtaining further information, which will be available in a supplemental report.

Event description:
On (B)(6) 2025, during an injection in a patient's mouth, the needle broken off in the patient's mouth and device fragment embedded with the suspected medical device. The device in question is the sterile single-use dental injection needle 30g 0.3x25 mm short. This event occured in an unspecified procedure on a patient of unspecified age, sex and medical history. The patient reportedly had to visit the ER (emergency room) to have a dental needle fragment removed, and may also have required additional surgery to repair tissue damage. At the time of the report, the patient's outcome was unknown. The company is in the process of obtaining additional information related to the event. This is from the initial report. It was decided to leave the needle in place longer to allow scar tissue to form, which will make it easier to remove. The company is in the process of obtaining further information, which will be available in a supplemental report.

Manufacturer narrative:
Based on the preliminary quality investigations of all device history records, test results of retain samples, and in the absence of conspicuousness in the affected batch no further actions be required. At the time of this report, this case is lacking important information, and the available data are not sufficient to allow any causality assessment. Use error/abnormal use cannot be excluded.

Event description:
On (B)(6) 2025, during an injection in a patient's mouth, the needle broken off in the patient's mouth and device fragment embedded with the suspected medical device. The device in question is the sterile single-use dental injection needle 30g 0.3x25 mm short. This event occurred in an unspecified procedure on a patient of unspecified age, sex and medical history. The patient reportedly had to visit the ER (emergency room) to have a dental needle fragment removed, and may also have required additional surgery to repair tissue damage. At the time of the report, the patient's outcome was unknown. The company is in the process of obtaining additional information related to the event. This is an initial report.

Event description:
On (B)(6) 2025, during an injection in a patient's mouth, the needle broken off in the patient's mouth and device fragment embedded with the suspected medical device. The device in question is the sterile single-use dental injection needle 30g 0.3x25 mm short. This event occured in an unspecified procedure on a patient of unspecified age, sex and medical history. The patient reportedly had to visit the ER (emergency room) to have a dental needle fragment removed, and may also have required additional surgery to repair tissue damage. At the time of the report, the patient's outcome was unknown. The compagny is in the process of obtaining additional information related to the event. This is from the initial report. It was decided to leave the needle in place longer to allow scar tissue to form, which will make it easier to remove. The company is in the process of obtaining further information, which will be available in a supplemental report. The needle was successfully removed from the patient's mouth. The history of the batch of needles was checked and it appears that they were manufactured in accordance with specifications. No critical deviations were found. Multiple attempts to receive the device were made, all unsuccessfully. We therefore close this case. If the device is returned at a later date further information will be provided.